Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had air in the tubing of their peritoneal dialysis (pd) cassette. This was found while the hp was performing therapy on the homechoice (hc) device, in fill one. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported issue. There was no adverse event indicated at the time of the report. No additional information is available.